Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implantation of a resolute onyx drug eluting stent, the patient suffered a stent thrombosis. The physician suspected that there was stent malposition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient presented with acute central chest pain, with severe intensity and anterolateral st elevation. Pci was performed to treat a 100% mid occlusion lesion in the lad. Access was through the right radial artery 6fr. There was small diagonal 2 branch at the point of occlusion in the mid lad. There was diffuse distal disease in the distal lad. The lesion was pre-dilated four times (10 atm, 12 atm, 12 atm, 8 atm) using a 2.5x15 mm euphora rx balloon. Two resolute onyx rx coronary drug eluting stents (2.75x18 mm and 2.75x15 mm) were overlapped and deployed in the lad. The 2.75x18 mm device was deployed at 15 atm. The 2.75x15mm resolute onyx was deployed at 12atm at 47 seconds, and 14 atm at 7 seconds. The stents were post-dilated to high pressure using a 3.0x12 mm nc balloon. A very good angiographic result was achieved after intra-coronary verapamil boluses was performed to treat some slow/no flow in the distal lad. Patient was prescribed dapt for one year and nuseal aspirin for life along with betablocker and statin. Patient presented one day after seven days post discharge from the ccu with chest pain followed by collapse at home. The patient received chest compressions and 2 shocks by paramedics due to ventricular fibrillation. The patient was brought to the cath lab and it was reported that stent thrombosis and distal malposition had occurred in the lad. Pci/recanalisation was performed in the cath lab. A resolute onyx stent was used and a non-medtronic balloon. The patient was intubated and ventilated in ICU with vasopressor support following recanalisation in cath lab. The patient suffered multiple further ventricular fibrillation arrests in the following days which required CPR and defibrillation. A temporary pacing wire was inserted. The patient developed hospital acquired pneumonia and this was treated with antibiotics. Approximately seven days after admission the patient had abdominal distention due to ischaemic colitis and a further ventricular fibrillation occurred. Subtotal colectomy was performed for the ischaemic bowel. Gram negative septicaemia was treated with antibiotics. An externalised pacemaker was inserted and later extubated and the patient was moved to the ccu. Patient also developed ICU myopathy, atrial fibrillation, anuric kidney injury of unknown cause and a urinary tract infection. An ICD (implantable cardioverter defibrillator) was inserted two weeks prior to discharge. The patient was discharged from the hospital on a later date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to report # 9612164-2018-02028. Added corrected event date. Corrected aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event date. The event occurred approx one week post implant ((B)(6) 2018) of the two resolute onyx stents. (B)(4). If information is provided in the future, a supplemental report will be issued.